Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the transvenous left ventricular (lv) lead was not working. The lead was removed and the patient received an epicardial lead at a future date. No patient complications have been reported as a result of this event.